Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the monopolar energy was not working on the integrated electro surgical unit (iesu) or erbe generator. The clinical sales representative (csr) informed field service engineer (fse) that the erbe was not firing on monopolar. The customer had to connect to the force triad generator. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) unit for intermittent issues. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The reported issue was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.